Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing low flow events. His ldh was in the 600¿s u/l. He was not experiencing any other symptoms. A computed tomography angiogram (CT-a)that had been completed on (B)(6) 2014 was re-reviewed and appeared to show "new kinking and resultant mild narrowing of the lvad outflow cannula near the anastomosis¿. The patient was admitted into the hospital on an unspecified date. The patient¿s system controller was exchanged. On (B)(6) 2015, it was reported that the patient continued to receive low flow alarms through the night. The log file was reviewed and the alarms were confirmed. On (B)(6) 2015, the patient¿s log file was reviewed and no significant alarms or events were noted. The patient was discharged to home and continued to be monitored. On (B)(6) 2015, it was reported by the health professional that they were concerned about intermittent elevated powers, and low flow, but the patient is still doing clinically fine and remains discharged at home. There are no other plans at this time except for monitoring the patient.

Manufacturer narrative:
Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further events have been reported at this time. Review of the submitted system controller log files confirmed the reported low flow hazard alarms; however, a specific cause for the alarms could not be determined. The report of narrowing of the outflow cannula could not be confirmed because no images were submitted, and a specific cause for the reported narrowed outflow cannula could not be determined. The log file dated (B)(6) 2015, showed the pump operating at 9400 rpm with several low flow hazard alarms which were not associated with pump speed reductions or power elevations. The log file dated (B)(6) 2015, showed the pump operating at 9200 rpm with no adverse alarms or events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.